Manufacturer narrative:
The pscm was returned to intuitive surgical, inc. (Is) for failure analysis investigation. Failure analysis investigation was unable to reproduce the vision issue experienced by the site. The pmsc installed in an in-house printed circuit assembly (pca) found that the pmsc functioned normally at an in-house surgeon side cart (ssc) and in-house vision side cart (vsc) monitor. The pmsc was also tested overnight on an in-house pca test system and the pmsc passed with no issues noted. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted adrenalectomy procedure, the image through the right eye of the high resolution stereo viewer (hrsv) on the surgeon side cart (ssc) was black, the error message no video occurred and the blue fiber cable for the ssc was red. With the assistance of a technical support engineer (tse), the site powered down the system and cycle breaker on the ssc and checked the connections; however, when the site powered on the system the issue recurred. The site then replaced the blue fiber cable; however, the issue persisted. The surgeon made the decision to complete the planned surgical procedure using traditional laparoscopic techniques. No patient harm, adverse outcome or injury was reported. The field investigation performed by an intuitive surgical, inc. (Isi) technical field specialist (tfs) was unable to duplicate the reported vision issue experienced by the site. However, review of the site's system log by the tfs confirmed the occurrence of the reported vision issue. The tfs replaced the ssc personality module surgeon console (pmsc) to resolve the reported issue. The pmsc is a module located in the ssc that consists of leaf interface boards.